Manufacturer narrative:
Lead: model: 3389s-40, lot# v483065, implanted: 2010 (B)(6), explanted: unknown; lead: model: 3389s-40, lot# v427154, implanted: 2010 (B)(6), explanted: unknown; lead: model: 3387s-40, lot# v270501, implanted: 2010 (B)(6), explanted: unknown, extension: model: 37085-60, (B)(4), implanted: 2010 (B)(6), explanted: unknown; extension: model: 37085-60, (B)(4), implanted: 2010 (B)(6), explanted: unknown; programmer: model: 37642, serial# unknown.

Event description:
It was reported that the caller could not adjust stimulation. The display showed a "call your doctor" icon and an out-of-regulation condition. The caller was eventually able to decrease the parameters. It was also reported that the patient was experiencing an increase in involuntary movement while stimulation was turned on and had wanted the stimulation turned down. Additional information has been requested, but was not available as of the date of this report.